Event description:
Procedure type: hernia inguinal repair. According to the reporter: the surgeon inserted product into the pt, attached had pump, started pumping the balloon would not inflate - replacement product used with no problems. Pt is fine and there were no other unanticipated issues due to this incident.

Manufacturer narrative:
(B)(4).